Event description:
The pt's iabp alarm went off, indicating that there was an autofilling failure. Measures were done to troubleshoot the problem such as: changing to a new iabp machine, flushing the line, checking for kinks, yet unsuccessful. The perfusionist in the operating room came and did some troubleshooting as well by this time, blood was seen on the iabp catheter, indicating a balloon rupture. Removal of the iabp catheter was done. The pt's left posterior tibialis pulse remained obtainable by doppler. The left dorsalis pedis pulse remained obtainable by doppler as well. Both pumps were tested by clinical engineering with no problems identified. The balloon apears to have ruptured causing the "error" on the pump.